Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm small grasping retractor instrument and completed the device evaluation. The instrument was analyzed and it was found that it has a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. There was not evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking..

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the 8mm small grasping retractor instrument had a broken wire. Isi followed up with the initial reporter and obtained the following additional information: the event date was clarified as (B)(6) 2024. The reporter filled out the information on the da vinci paperwork to the best of their knowledge and stated that the doctor may have more insight to the wire being broken. The site disclosed the patient demographics. Demographics: a. Age and unit (years/months/days): 44 years old. B. Date of birth: 6/21/1979. C. Gender: male. D. Weight and unit (lbs/kgs): 227 lbs/ 103 kgs. E. Body mass index (bmi): 32 bmi. F. Height and unit (cm/inches): 177.8 cm (5ft 10 in). G. Ethnicity: not hispanic or latino origin. H. Race: white/caucasian.